Event description:
A peritoneal dialysis (pd) patient's contact called (B)(6) customer service reporting that the micropore-surgical tape 1x10yds surgical tape makes patient¿s skin raw. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)